Manufacturer narrative:
The hcg+b reagent lot number and expiration date were not provided. In (B)(6) 2024, the maintenance was last performed and the pinch tube was last replaced. Qc was within the expected ranges on the day of the event. The alarm trace was not provided but it was noted that it did not show any abnormality. The field service engineer found that the pinch tube had obvious indentations. He replaced the pinch tubes and confirmed that the instrument was performing within specifications. The root cause was due to a pinch tube issue (component issue).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas 8000 cobas e602 immunoassay analyzer. Initial result: 566 miu/ml. Repeat result: 0.47 miu/ml. No questionable result was reported outside the laboratory. The sample was repeated and the repeat result was deemed to be correct.